Event description:
Facility reports machine lcg temperature settings at 25 degrees rather than the required 35 degrees for rapicide. No reports of patient injury.

Manufacturer narrative:
Dsd scope disinfector functioned as intended. No machine malfunctions were reported. It is the assumption of the manufacturer that this event could be due to a number of reasons...improper machine installation by distributor and/or inadvertent reset of temperature dial. In addition, machine disinfectant temperature alarm was set at 10c (factory settings) therefore, machine would not have alarmed in the incorrect temperature setting. Facility changed temp settings to 38 degrees to correct issue. At this time no other information available regarding patient and/or machine status. Facility contact refused to release data. No patient injuries were reported.